Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. As the product was not returned and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to the reported event.

Event description:
It was reported that during right mca (middle cerebral artery) aneurysm case, when delivered the stent (subject device) in the catheter resistance was encountered and it could not be advanced. Then the stent (subject device) deployed inside the catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during right mca (middle cerebral artery) aneurysm case, when delivered the stent (subject device) in the catheter resistance was encountered and it could not be advanced. Then the stent (subject device) deployed inside the catheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.